Event description:
Post-uae remained in ICU for one week. Normal menstration never resumed. Painful, dark blood vaginal discharge accompanied by pain once or twice a year. No other bleeding. Overall health deteriorating since uae. Continuing intermittent fever. Abdominal pain, anxiety, and depression. Dx with infection with uterine tube and infected ovary.